Event description:
The patient called alleging that the meter displayed the battery icon. The patient replaced the battery and meter still displays the batter icon. The patient did not experience any symptoms at the time of testing and went to the physician's office to get a blood test done. There is no information on what the patient's blood glucose reading was on the physician's meter. Patient received treatment; however, type of treatment is unknown. Customer service sent the patient a replacement meter. Based on the information provided, this case is being documented as a malfunction, since the battery icon appeared on the meter after the batteries were replaced.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan wil evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.